Manufacturer narrative:
(B)(4) for the evaluation findings of catheter delamination. (B)(4) for the evaluation findings of outer sheath and inner sheath break. A visual examination of the returned device found that the stent had been fully deployed from the device and was not returned. A break was noted in the outer sheath at 1mm distal to the distal handle. The clear outer sheath was accordioned at its proximal end and the blue outer sheath was accordioned at 294mm distal to the outer sheath break. There was also a break in the inner lumen proximal to the stent holder. No issues were noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. It was noted that the inner lumen was kinked distal to the stainless steel shaft. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the sigmoid colon of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the patient was diagnosed with colorectal cancer. The indication for the stent placement was for treatment of a stricture within the descending sigmoid colon. The patient¿s anatomy was reported to be tortuous. During the procedure, the handle detached from the outer sheath as the stent was being deployed. The outer sheath was then pulled back without the handle to complete the deployment of the stent. The procedure was completed with this device. There were no patient complications as a result of this event. The patient¿s condition post procedure was reported to be stable. Based on the evaluation findings, which indicate that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, the outer sheath had detached from itself and the inner lumen (sheath) was also broken, this is now a reportable event.